Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported device angulation/no angulation issue could not be determined, however, due to observed corrosion on the angle mechanism, the drive section likely became solidified/frozen, resulting in the angulation malfunction. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 endoscope inspection inspection of bending mechanism inspection of smooth operation 1 straighten the curved part. 2 check that the ud angle release lever is in the free state. 3 slowly move the ud angle lever in each direction until it stops, then return it to its original position, and check by feel that there are no abnormalities such as roughness, rattling, or binding. Also, visually check that the curved part bends sufficiently and smoothly to the maximum angle of curvature. 4 visually check that the curved part is almost straight when the ud angle lever is in the neutral position. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the uretero-reno videoscope had a bad angle. The issue was found during receipt inspection. There were no reports of patient harm. During evaluation of the returned device, it was found that the angle was not working and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of bad angle was confirmed. Device evaluation found that due to corrosion on the angle mechanism, the bending section could not be controlled at all, due to damage, the angulation lever did not move smoothly, and due to wear of angle wire, bending angle in up direction did not meet the standard value. The additional evaluation findings are as follows: due to a pinhole on channel tube, water tightness was lost, due to the breakage of the light guide bundle, illumination was poor, and due to damage on charged coupled device unit, the image had shadows. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.